Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Deflation later confirmed by healthcare professional. Device has been explanted.

Event description:
Patient reported a left side deflation. Deflation later confirmed by healthcare professional. Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: deflation: observed openings on anterior and posterior assessed as surgical damage. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.